Event description:
New information received indicated the patient presented in clinic for a follow up. Upon interrogation, it was observed the implantable cardioverter defibrillator had events of unspecified oversensing. No programming changes were completed the address this issue. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: b5, e1, e2, e3, e4, h6

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported there was a diagnostic anomaly with the implantable cardioverter defibrillator. Further specifics of the malfunction were unknown. Where and when this was discovered was unknown. Patient symptoms were unknown. Any intervention completed was unknown. The patient condition was unknown.